Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? No. If yes, was the cut line complete? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Green. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Fire resistance loss.

Event description:
It was reported that during a gastric sleeve procedure, by using the device the surgeon at the time of firing the device into the stomach antrum height allows shooting once the trigger. The release button is pressed to open the jaws and thus releasing the specimen, only the part distal stapling. No damage occurs in the tissue. The device was new. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.